Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had fractured with oversensing of noise and high out of range pacing impedance. The physician had indicated that the lead was not functioning within normal tolerances. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.